Event description:
It was reported that the surgeon discovered that the threads are not working correctly on the instruments. No delay reported. No patient injuries reported. An s&n backup was not required as the procedure was finished with the same device.

Manufacturer narrative:
Results of investigation: the devices, intended for use in treatment were returned for evaluation. Visual inspection of the returned devices confirms that the devices confirms that the device's threads are damaged and has signs of wear and tear from use. The devices was manufactured in 2016. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed parts revealed no prior complaints. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that, during surgery, the threads of a drill guide handle are not working correctly on the instruments. An s&n backup was not required as the procedure was finished with the same device. Surgery was not delayed. The patient was not harmed.